Event description:
This death event has been reviewed and with the available information has been determined to be possible sudep by manufacturer nurse. The only known factors are that the patient had epilepsy and died. As such, sudep cannot be ruled out as a possible cause of death. Attempts for further information have been unsuccessful to date and the physician has no further information on the event.

Event description:
It was reported that the patient had passed away. No other information is known at this time. Attempts for further information have been unsuccessful to date.